Event description:
It was reported that there was an apparent right ventricular lead insulation breach noted in the pocket. It was further reported that the unipolar lead impedance values were higher than the bipolar lead impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).